Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-jul-03. It was reported that no actions/interventions were taken at the time of report and the cause of the stalls was not determined. The pump had not been explanted as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative on 2019-jun-28, regarding a patient receiving unknown baclofen (2000 mcg/ml at 360.6 mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that the hcp was seeing 11 stalls and recoveries since the patient's new pump was implanted. The event date was (B)(6) 2019. It was noted that the pump was currently not stalled, and the stalls lasted anywhere from 9 min-40 min. The stalls happened anywhere from 11 am-3 pm, but mostly around noon. The patient had not recently undergone magnetic resonance imaging (MRI) and the hcp had not confirmed any magnetic/electromagnetic interference (emi) sources yet. It was noted that the patient was in a wheelchair that they sometimes used, and it might be coming from that. The hcp was to follow-up with the patient and patient's mother to see if they could rule out what might be causing the stall/recoveries. The patient did not have any symptoms at the time of report and no further complications were reported or anticipated.